Event description:
It was reported to minimed that customer experienced hyperglycemia. The customer also experienced air bubbles in infusion set. The customer experienced hyperglycemia treated with insulin pump. The customer reported blood glucose value at the time of event was 266 mg/dl. The event involved product(s) mmt-7040ma, mmt-332a, mmt-1884l and mmt-397a. Troubleshooting was performed for hyperglycemia. Customer was using the insulin pump system within 48hrs of reported high bg event. Customer declined to test pump. Troubleshooting was performed for air bubbles. Customer reported champagne size air bubbles in infusion set. No further patient complications were reported. Mmt-1884l was requested and it was returned for analysis. No product return required for mmt-7040ma, mmt-332a and mmt-397a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Unit passed displacement test, rewind test, seating, basic occlusion test, self-test and force sensor test. Unit passed dat test at 0.0873 inches. No delivery anomalies noted during testing. Unit successfully downloaded to thump. Unable to verify daily total of basal/bolus and all insulin delivered on the event date 20-aug-2025 listed on smartsolve due to insufficient data in the trace/history files. The electronic assemblies and motor assemblies were inspected, and found moisture damage to the pcb1 board and pcb 2 board. The following were noted during visual inspection: scratched case, cracked battery tube threads, missing display window cover, corroded battery tube, and cracked keypad overlay. The p-cap/reservoir does lock properly. Pump passed functional testing and no delivery anomalies noted during testing. Confirmed moisture damage to the pcb1 board and pcb 2 board. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.